Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned generator and verified that the generator was able to provide the expected level of output current when placed in a simulated body environment for a period greater than 24 hours. The generator diagnostics were expected and showed the generator was at an ifi - yes condition. A battery life calculation was performed with the updated information from the data dump showed that the generator was expected to reach end of service, therefore no anomalies existed for the explanted pulse generator. Analysis of the single returned lead portion did not identify any anomalies and showed that at one point in time, a good mechanical and electrical evaluation was present between the lead and the generator. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. A large portion of the lead assembly was not returned, so a resulting commentary and evaluation could not be performed on the portions of the lead not returned. Additional information was also provided from the patient's treating physician indicating that the patient's death was not related to vns in any way and the patient had other comorbidities that were related to the death.

Event description:
Further information was received from the national death index that the underlying cause of death for the patient was a subdural hemorrhage (acute) (nontraumatic). The patient was noted to have generalized idiopathic epilepsy and epileptic syndromes and other and unspecified convulsions.

Event description:
Additional information was received from the patient's treating physician indicating that the patient passed away due to cardiac arrest. The cardiac arrest was not linked to seizures or his vns device.

Event description:
Multiple generator and lead combinations were returned from a funeral home. An obituary search was performed for the patient in question and the date of death was found. A review of the device history records for the implanted products found that both were sterilized per specifications and passed all quality inspections prior to release for distribution. Analysis of the returned generator and lead has not been completed to date.